Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® push button blood collection set needle was retracted and blood sprayed on the fingers of the healthcare worker. The following information was provided by the initial reporter: during the automatic retraction of the needle outside the patient's skin, blood was sprayed on the fingers of the healthcare worker. This is an accidental exposure to blood. Actions taken in the care facility for the patient care: a reminder of the correct use of the device. The needle must be retracted while the needle is still inside the patient's vein. Checking with the customer if the needle was retracted outside the patient's vein.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® push button blood collection set needle was retracted and blood sprayed on the fingers of the healthcare worker. The following information was provided by the initial reporter: during the automatic retraction of the needle outside the patient's skin, blood was sprayed on the fingers of the healthcare worker this is an accidental exposure to blood actions taken in the care facility for the patient care: a reminder of the correct use of the device. => the needle must be retracted while the needle is still inside the patient's vein checking with the customer if the needle was retracted outside the patient's vein.